Event description:
It was reported that during testing a 980 ventilator battery failed. The ventilator was not in use on a patient at the time of the reported event. A replacement battery was sent to the customer